Manufacturer narrative:
(B)(4).

Event description:
The pt presented with a reduction in intrathecal therapy efficacy. The physician did a radiography and saw that a catheter fragment had broken off the catheter and had slightly migrated cephalically. At the movement, the pt did not present any symptomatology related to the catheter migration (except for reduction of intrathecal therapy efficacy). The physician was planning a new catheter implant. The pt was reported to be well. Additional info has been requested. A follow-up report will be sent if additional info becomes available.